Event description:
It was reported that, during CABG surgery, after patient was taken off pump, during incision closure, the patient's blood pressure decreased from 120mm hg to 30mm hg (systolic) following a platelet transfusion through the device. The reporter noted that the platelet transfusion was intended to be administered through a peripheral line, but was administered through central line. The patient has since recovered.